Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the buffer syringes for both cells and the reference electrode to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous high ion selective electrode (ise) patient results on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.